Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly and hemostasis sheath were returned for analysis. No other accessory components were returned. Visual inspection revealed that it was noted that the carrier tube was bent at the hub of the device cap and the deployment sleeve was in the rear lock position with color bands fully exposed. The bypass tube was found placed within the hemostatic valve. Also, the reference indicator on the sheath hub was not aligned with the reference indicator of the device cap and it was partially inserted. The anchor and collagen were not present, and the suture appeared to be cut as intended. Both clear and black shrink marker were exposed and found to be adhered to the suture. No other visual anomalies were noted. Upon this realization, the device was subjected to functional testing. The reference indicator of the device cap was aligned and attempted to be mated to the sheath of the hub. There was both an audible and tactile snap and the two components could be properly mated in proper alignment. Then, the deployment sleeve was then moved into the rear lock position and it was locked with the click sound. There were no functional anomalies noted with the deploying locking position of the sleeve as well. Based on the returned device, the complaint could be confirmed for assembly difficulties. The hemostasis sheath was returned not appropriately mated with the reference indicator on the device cap which likely led to the insertion/locking difficulties experienced when inserting the device into the sheath hub. The returned device was functionally tested, and no anomalies were noted. The exact cause of the event experienced by the user cannot be determined but similar failure can occur if the user fails to follow the above IFU instructions. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal arteriotomy locator was inserted and blood return was seen. The collagen was inserted and would not click into sheath and they were unable to advance or remove device, so it had to be cut. There was a minimal amount of blood loss, it was under 250cc. The patient's condition was not affected. The patient was stable, and pressure was held. There were no other devices or equipment used with the reported product. Additional information was received on 27oct2020. The procedure performed was a left heart catheterization which turned into an intervention. A 6fr procedural sheath was used for the percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. Hemostasis was achieved with manual pressure.